Manufacturer narrative:
Per t:slim x2 g5 user guide: "do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. Manual insulin injections were used to address bg. A system check was performed with tandem technical support and the occlusion was found to be within the cartridge. A cartridge not compatible with tandem's insulin pumps was connected to the pump. Reportedly, the customer loaded a tandem-approved cartridge and insulin delivery was resumed.